Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "going in for a revision surgery". Later healthcare professional reported "rupture discovered during surgery". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a: implant date was reported as 2007. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "going in for a revision surgery". Later healthcare professional reported "rupture discovered during surgery". This record is for the left side. Device has been explanted and replaced.

Event description:
Patient reported "going in for a revision surgery". Later healthcare professional reported "rupture discovered during surgery". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.